Event description:
It was reported to resmed that an astral device had power failure. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation confirmed the reported complaint and determined the issue was due to a depleted internal battery. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was not returned to resmed. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had power failure. There was no harm or serious injury reported as a result of the incident.